Event description:
After surgery, the patient was transferred to ICU while receiving bag-assisted ventilation through tracheal intubation. The patient was under general anesthesia. The ventilator started normally, and the parameters were adjusted. After removal of the bag, the ventilator was connected to assisted ventilation. The ventilator failed to ventilate. The patient's spontaneous breathing was weak. The patient was immediately given bag-assisted ventilation again. The ventilator was restarted and after the parameters were adjusted, the ventilator could ventilate normally. The ventilator was then connected to the patient, but again it was failed to ventilate. Bag-assisted ventilation was continued. After repeated blockage of the threaded circuits, the ventilator could ventilate normally. The patient was immediately connected for mechanical ventilation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside us. Report reference (B)(4). The report from the hospital says: after surgery, the patient was transferred to ICU while receiving bag-assisted ventilation through tracheal intubation. The patient was under general anesthesia. The ventilator started normally, and the parameters were adjusted. After removal of the bag, the ventilator was connected to assisted ventilation. The ventilator failed to ventilate. The patient's spontaneous breathing was weak. The patient was immediately given bag-assisted ventilation again. The ventilator was restarted and after the parameters were adjusted, the ventilator could ventilate normally. The ventilator was then connected to the patient, but again it was failed to ventilate. Bag-assisted ventilation was continued. After repeated blockage of the threaded circuits, the ventilator could ventilate normally. The patient was immediately connected for mechanical ventilation. During this process, the patient's spo2 was normal. Patient physiological response (temperature: 36.2ºc; respiration: 77 breaths/min; pulse: 17 bpm; blood pressure: 136/96 mmhg; spo2: 99%).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The flow sensor was found defective which is a malfunction but due to lack of information the root cause could not be conclusively determined (aging or use error due to lack of maintenance as per manufacturer's instruction). The flow sensor was replaced, and the device worked normally again. There was no reported patient or user harm.

Event description:
After surgery, the patient was transferred to ICU while receiving bag-assisted ventilation through tracheal intubation. The patient was under general anesthesia. The ventilator started normally, and the parameters were adjusted. After removal of the bag, the ventilator was connected to assisted ventilation. The ventilator failed to ventilate. The patient's spontaneous breathing was weak. The patient was immediately given bag-assisted ventilation again. The ventilator was restarted and after the parameters were adjusted, the ventilator could ventilate normally. The ventilator was then connected to the patient, but again it was failed to ventilate. Bag-assisted ventilation was continued. After repeated blockage of the threaded circuits, the ventilator could ventilate normally. The patient was immediately connected for mechanical ventilation.

Event description:
After surgery, the patient was transferred to ICU while receiving bag-assisted ventilation through tracheal intubation. The patient was under general anesthesia. The ventilator started normally, and the parameters were adjusted. After removal of the bag, the ventilator was connected to assisted ventilation. The ventilator failed to ventilate. The patient's spontaneous breathing was weak. The patient was immediately given bag-assisted ventilation again. The ventilator was restarted and after the parameters were adjusted, the ventilator could ventilate normally. The ventilator was then connected to the patient, but again it was failed to ventilate. Bag-assisted ventilation was continued. After repeated blockage of the threaded circuits, the ventilator could ventilate normally. The patient was immediately connected for mechanical ventilation.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside us. Report reference (B)(4). The report from the hospital says: after surgery, the patient was transferred to ICU while receiving bag-assisted ventilation through tracheal intubation. The patient was under general anesthesia. The ventilator started normally, and the parameters were adjusted. After removal of the bag, the ventilator was connected to assisted ventilation. The ventilator failed to ventilate. The patient's spontaneous breathing was weak. The patient was immediately given bag-assisted ventilation again. The ventilator was restarted and after the parameters were adjusted, the ventilator could ventilate normally. The ventilator was then connected to the patient, but again it was failed to ventilate. Bag-assisted ventilation was continued. After repeated blockage of the threaded circuits, the ventilator could ventilate normally. The patient was immediately connected for mechanical ventilation. During this process, the patient's spo2 was normal. Patient physiological response (temperature: 36.2ºc; respiration: 77 breaths/min; pulse: 17 bpm; blood pressure: 136/96 mmhg; spo2: 99%).